Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
As the customer states: "the surgeon had to retire the osteosynthesis material because they found a reaction in the hard and soft weave (active fistula and bone resorption)".